Event description:
It was reported a burr was noted on the outer cannula of this biopsy needle, following test firing of the needle during preparation for a liver biopsy procedure. Another device was used to successfully complete the procedure without any patient complications. The patient's condition is good. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the distal tip of the cannula was burred in an outward direction. The device exhibited good function during cycle testing. Follow up indicated the device was test fired outside the patient. User technique during preparation of this device may have contributed to this event. However, company is unable to determine the exact cause for this event.